Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown. Product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the motor stall and reservoir volume discrepancy was unknown. It was reported that the hcp suspected that the proximal catheter had dislodged. No further complications have been reported.

Manufacturer narrative:
Concomitant medial product: product ID: neu_unknown_prog, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 380 mcg/day) via an implantable pump for intractable spasticity. On (B)(6) 2018, the patient heard a critical alarm while up and awake at home. Since they started hearing the alarm, the patient was having decreased efficacy. The patient was stiff but clinically stable. The patient was seen on (B)(6) 2018, and a motor stall was seen at interrogation. The patient did not recall any magnets near the pump during the alarms. The pump reservoir was checked. The expected reservoir volume (erv) was 5.2 and the actual reservoir volume (arv) was 4.0. The volumes appeared to be within specification. The hcp noted the pump was filled in (B)(6) 2018, but appeared to have not been updated. The hcp stated they had a report from that date showing the new refill date. Tech services explained to the hcp how reports could be created without actually updating the pump. The hcp also reported that in (B)(6) 2018, the patient was admitted with symptoms of underinfusion. The patient had no pump log issues and a catheter dye study was performed that confirmed no issues with the catheter. The patient did well after all of the troubleshooting and had not had any issues until last evening with the hour long stall. The hcp stated they may consider replacing the pump. No further information was provided.